Event description:
On (B)(6) 2011, pt reported an incident of hypoglycemic coma. Pt stated his blood glucose level was 67 mg/dl the night before the incident; he ate candy and went to bed. Pt stated the next morning, his wife was unable to awaken him. Pt's wife contacted the paramedics. Pt reported the paramedics arrived and too his blood glucose level at 22 mg/dl. Pt's target blood glucose is 100 mg/dl. Pt stated he was given saline intravenously and 8 ounces of grape juice and a peanut butter and jelly sandwich when he was revived. Pt reported he was not taken to the hospital. Pt stated at 12 noon, his blood glucose level had gone up to over 400 mg/dl. Pt verified the elevated blood glucose level had gone up to over 400 mg/dl. Pt verified the elevated blood glucose level occurred as a result of over-correcting his hypoglycemia. Pt reported he discovered he has accidentally programmed his meal bolus twice the night before which caused the low blood glucose incident the next morning. Product was replaced and requested return of the alleged product for eval.